Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :neu_unknown_lead, product type: lead.

Event description:
A manufacturer representative reported that the patient's lead was broken and an MRI tech wanted to know if they could do an MRI. The manufacturer representative thought maybe an x-ray was done, but they were not sure. The manufacturer representative later reported the lead was not fractured and was actually partially eroded through the patient's skin on their scalp. There was no more information about the leas erosion available.